Event description:
It was stated that after 29 days of use, an attempt was made to remove the tracheostomy tube. Cuff deflation was difficult, and only 2 cc of water was withdrawn. The tube was slowly removed while the cuff remained inflated. Subsequent testing confirmed that the cuff could neither be deflated nor inflated. There was patient involvement and unknown patient harm.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected sample and one photo were returned for evaluation. Visual inspection identified no physical defects or anomalies with the returned tube. Functional testing confirmed normal inflation and deflation of the pilot balloon and cuff. The complaint of inability to deflate the tracheostomy tube could not be confirmed. The lot history review identified no nonconformities associated with the reported lot number. Based on the available information, a probable cause could not be determined.